Event description:
It was reported that the guidewire distal tip was found to be broken inside of the intact package. The device was not used and there was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the guidewire core wire and nitinol sheath were separated into 2 pieces. The guidewire was separated at 16.2cm from its nitinol distal end. Approximately 2.5mm section on proximal side of the core wire was protruding out of the proximal side nitinol section. The distal tip appeared to have been shaped. The guidewire was slightly bent at 61.0cm from its proximal end and it was also bent at 1.0cm proximal to the proximal bond, which are likely unrelated to the reported issue of the guidewire broken. A functional evaluation could not be performed due to the observed anomalies. No other anomalies were noted. The separation sites were examined with sem (scanning electron microscopy). Examination of the separation sites showed no stretching (to suggest tensile overload), no bending (to suggest bending overload) and no twisting (to suggest torsional overload). Examination of the sem images showed no conclusive evidence to suggest how the break occurred. There were no material anomalies or inclusions noted at the separation sites. Information available indicated that the issue was found while contained in its packaging. However, because the device was returned shaped (when it should be straight), it appears that the reported event does not align with the findings. Therefore, review and analysis of available information and investigation results cannot identify a definitive root cause for the reported event and observed issues.

Event description:
It was reported that the guidewire distal tip was found to be broken inside of the intact package. The device was not used and there was no patient involvement.